Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege persistent and severe pain in her left hip, soreness, and swelling. Furthermore, physicians have advised the patient that she suffers from substantially elevated levels of cobalt and chromium metal ions in her bloodstream.